Event description:
It was reported that the pump exhibited a failed pin and travel coarse error. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed "check clutch" errors. A functional test was performed, and the reported issue was duplicated during an occlusion test. The cause of the reported issue was due to the lead screw and both clutches being found to be old, dirty, and worn. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the lead screw and both clutch halves, and the pump passed all functional tests and performed as intended after repair.